Event description:
The account stated that they are seeing increased false (B)(6) results. When samples are sent to a reference lab for testing (B)(6) results are negative. No data was provided. There was no report of impact to patient management.

Manufacturer narrative:
False reactive result obtained by the customer. (B)(4). A review of the customer calibration data showed that the values for negative and positive calibrator were within normal range. A retained reagent kit of prism hiv o plus reagent, list number 3d34-48, lot number 12452li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. 100 panel members of a human negative population were tested and no false reactive results were obtained. (B)(4). All generated data demonstrate that the performance of prism hiv o plus reagents, list number 3d34-48, lot number 12452li00, is not compromised. Customer complaint data was reviewed and no adverse trends were identified related to the customer's observation. The prism hiv o plus package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 3d34 that has a similar product distributed in the us, list number 3l68. An investigation is in process. A follow-up report will be submitted when the investigation is complete.